Event description:
The incident involved a 127" (323 cm) appx 9.7 ml, transfer set w/microclave® clear, dual check valve, smallbore clear/pur yellow trifuse ext set w/2 microclave® clear (yellow, green rings), 2-0.2 micron filters, rotating luer. As per report, the medfusion syringe pump started ringing occluded while an intermittent medication was being infused. There were no defects noted on the tubing before it was used. The tubing was replaced and therapy resumed. The mating device was on the green ring lumen with alaris large volume pump tubing and on the yellow ring lumen with mc330419 transfer set. The affected dual check valve/spike section of the tubing would have had a bag of sodium chloride (nacl) spiked and a medication (bd) syringe attached to the microclave. There was no unexpected or prolonged care. There was patient involvement and no apparent harm.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received. Additional contacts: (B)(4).

Manufacturer narrative:
Device returned to manufacturer (B)(6) 2023. One (1) used transfer set, list #(B)(4) was returned for evaluation. As received 0.9% nacl, caffeine citrate, and acetaminophen solution residuals were observed inside the set. No additional damage or anomalies were confirmed. The set was tested as per procedure and a normal functionally of the device was observed. Only a leaks coming from the two micron 0.2 filters vent were confirmed. No mating device was returned. Complaint of set generates occlusion alarm cannot be confirmed or replicated, due to device met product performance specifications. However, the probable cause based in dfu statement.- a filter that clogs during infusion should be replaced. Sets with filter 0.22 micron should be changed at least every 72 hours. A lot review could not be conducted because no lot number(s) was/were identified.